Manufacturer narrative:
H.6. Investigation: bd received 2 samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for embedded fm with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use foreign matter was found in 2 tubes with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: the following issue was found in tubes (367989) from lot. 9287032. Fm in gel x2 (embedded).

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use foreign matter was found in 2 tubes with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: the following issue was found in tubes (367989) from lot: 9287032. Fm in gel x2 (embedded).